Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported post operatively, that the patient presented with an infection, requiring medical intervention. It was also reported that the procedure was completed successfully. No further information was provided.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.